Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged pump error 38 and missing segments/partial display found on (B)(6) 2021. Device passed the self-test, however failed the rewind test due to pump error 38, thus could not perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No missing segments/partial display. Successfully downloaded history files and traces using thus. Confirmed motor motion alarm on (B)(6) 2021 at 22:20, 22:37, 22:44, 22:52, 22:54, 23:43, 23:45, 23:58 and (B)(6) 2021 at 12:14 in the device downloaded history. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Motor was taken to the test bench where pump error 38 alarm was noted. The following were noted during visual inspection: heavily scratched case, minorly scratched lcd window, and cracked case above arrow and battery icon. Customer alleged for pump error 38 was confirmed on (B)(6) 2021. Missing segments/partial display was not confirmed. Rewind anomaly was noted due to pump error 38 alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. The customer was unable to clear the alarm. The customer also reported pump had partial display. Customer stated pump was dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.